Event description:
Complainant alleged that while defibrillating a male patient, the device caught fire. Complainant indicated that the clinician extinguished the fire and obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.